Manufacturer narrative:
H3: analysis of the returned lead identified that the outer insulation of the lead was twisted. Analysis identified that the connector 0 pulled was/were pulled [out/off], free sliding on proximal segment of the lead at the proximal end. Analysis identified a broken weld on the conductor 0 broken at connector 0 circuit at the proximal end of the lead as the result of factors beyond intended reliability. Analysis identified that the outer insulation of the lead was separated at a butt joint at the proximal end of the lead. Analysis identified that the all conductor(s) was/were broken approximately 3.9 cm in the body of the lead as a result of factors not related to product reliability. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9: lead received back on 2024-oct-09 h3: analysis results for the returned lead were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# 0217287830, implanted: (B)(6) 2021, explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 13-feb-2023, UDI#: (B)(4), g2: country kuwait medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for fecal and urinary incontinence. It was reported that a patient needed lead revision. During surgery upon lead explant, it was found brownish in color and corroded, and broke down during explant. The doctor had to r emove it in three pieces. No cause known. A new lead inserted in place after removing the old lead. The surgeon wants to rule out the reason for the brownish discoloration for the lead.

Manufacturer narrative:
H6: fdc corrected and updated to d11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the lead revision was needed due to the patient having started the symptoms back, and after doing x-ray for the lead the doctor found that it was migrated.

Manufacturer narrative:
H6 fdd code a26 no longer applies. Fdd code a0104 has been added and applied. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.